Event description:
It was reported that a stent damage occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 6fr non bsc guide catheter was used. Then a 3.50mm x 28mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).